Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account. Per the hill-rom service manual the affinity three birthing bed and affinity four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance. Check the tires for cuts, wear, tread life, etc. Apply the brake, and check to ensure that the bed will not move. If the bed moves, inspect it for wear, and adjust if required. Apply the steering pedal and check the steering to ensure proper locking action when activated. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom technical support quoted the account the recommended parts: brake casters and brake detent. Hill-rom technical support contacted the account two additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the bed brake casters roll when in brake. The bed was located in labor and delivery at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4)..